Event description:
A facility reported a patient underwent a ventriculoperitoneal shunt (ID 823832) procedure on (B)(6) 2025 and was discharged without complications. Subsequent pressure adjustments to 180 showed no improvement in ventricular shrinkage on computed tomography (CT) scans. Currently, the patient is stable but exhibits short-term memory impairment. Since the product is still implanted in the patient, the physician is not sure if the problem is the product. He suspected that the valve could not be adjusted to the right pressure, since the patient continued to be over-drainage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device, as per hakim IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.